Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) and laparoscopic lobectomy procedure, the surgeon was not able to press the green button and was not able to squeeze the handle. Another reload was used to complete the procedure. There was no patient injury.